Manufacturer narrative:
Age at time of event: 60s. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-11543 and 2134265-2016-11544. It was reported that the patient experienced chest pain and vessel dissection occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A rotalink¿ burr, rotalink¿ advancer and rotawire¿ were selected for use. During the procedure, the guidewire was placed in the lad and the burr was advanced over the wire to begin the procedure. Rotablation was performed for 20 seconds and no significant problems were noted; however, after rotablation, the patient became extremely agitated and complained of chest pain. The rotablator system was completely removed and contrast was injected. Upon injection, it was noticed that the vessel that was treated had shut down and was not receiving any blood flow. The patient was ventilated and reopened lad using a 2.5mm x 18mm non bsc balloon and a 2.5mm x 24mm synergy stent was placed. The physician noted that there did appear to be a dissection in the artery after rotablation. No further patient complications were reported. The patient was transferred to the coronary care unit and was reported to be doing well.